Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an already deceased female patient, the device failed to discharge. Complainant indicated that the patient had expired at least 45 minutes prior to the attempted shock. Complainant indicated that subsequent testing did not duplicate the reported malfunction.